Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4). No display or display failure analysis lab received a vela front panel and conducted a visual inspection. The front panel was installed to a functional vela unit. The display was powered up in service mode and the display was blank. Lcd display was then substituted with a working lcd display. The unit was powered up with the correct user-patient displays. A display calibration was performed. The touch display interaction was successful and calibration was performed. The customers issue was duplicated. The unit failed due to the lcd display. This reported event considered a known issue addressed with an internal action. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. No display on the monitor after the ventilator was powered on. A replacement front panel was sent to the customer.